Event description:
The patient was revised in 2009 (acetabular insert & femoral bearing head), due to unstable total hip arthroplasty. Patient experienced two previous dislocations that were treated with closed reduction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.